Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04153. The patient received her scs system including two leads (with the same lot number). It was reported the patient had noticed ineffective stimulation coverage. The patient was then in an automobile accident. Since that time, the patient reported the ipg may be dislodged from the pocket site, and is pushing on her skin. It was also reported, the patient was receiving shocking sensations at the pocket site when the system was turned on. The patient reported the leads may be disconnected. Follow up identified the patient was planning to contact a physician for the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.